Event description:
Healthcare professional reported right side "rupture". Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.6, d.9, h.3, h.6.

Event description:
Healthcare professional reported right side "rupture". Device has been explanted.

Manufacturer narrative:
Device evaluation: underweight, broken shell, brown particles on the surface of the shell, dark ring. A microscopic analysis was performed which identify a sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp broken on posterior assessed as unidentified (tear) opening. 25% of the shell is missing assessed as inconclusive.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was rupture.

Event description:
Healthcare professional reported right side "rupture". Device has been explanted.